Event description:
It was reported that the pt developed a pump site infection. The whole system was explanted to prevent the spread of infection. The pt had pump incision cellulitis with tracking to the spine. The event was reported to be ongoing. The pt's pump contained morphine sulfate.